Event description:
A pt reported experiencing inaccurate high results with a one touch ii. The pt's blood glucose results were not documented. Tests were done within 10 minutes. No allegation of harm.